Event description:
Updated summary: customer reported having had multiple failed guardian 4 sensors and has not changed anything when it comes to technique or steps with inserting or changing her sensors. There was no mention of sensor updating issue. She had blood glucose values in the 50¿s mg/dl but carelink showed blood glucose values in the 300¿s mg/dl. No treatment was mentioned. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Custonmer mentioned blood glucose value as 50¿s mg/dl but carelink showed blood glucose values in the 300¿s mg/dl. No treatment was mentioned. Also, no troubleshooting was performed and no conclusio of any device malfunction. Hence, the insulin pump is non-reportable as per reportability decision tool.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hypoglycemia along with a loss of communication between the transmitter and the pump. Customer mentioned sensor received lost sensor alarm, change sensor alarm and sensor updating alarm. The customer reported blood glucose value of 50 mg/dl. The event involved product(s) mmt-876a, mmt-1884, mmt-332a, mmt-7841zn, mmt-7040a. Troubleshooting was not performed. It was unknown if the customer was using the insulin pump within 48 hours and if the auto-mode/smartguard feature was active at the time of high and low blood glucose event. The customer reported hypoglycemia was treated with insulin pump (subcutaneous insulin infusion). No further patient complications were reported. No product return is required for mmt-876a. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-7841zn. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.